Event description:
This case was initially received via regulatory authority ansm. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced depression, significant weight gain, memory loss, headaches, joint pain, pain in fingers, pain in elbows, pain in shoulders, pelvic pain, skin dryness, anxiety, thinking slowing, difficulty concentrating, emotional irritability, difficulty falling asleep, digestive disorders, infections, fit of anger, nervousness, difficulty taking decisions, indifference, switching words, oppression in chest especially at night, excessive sweating, hearing loss in left side of 15%, stomach pain, cardiac disorders, dizziness, fatigue, back pain, weakness in ankles, difficulty holding with her fingers, swelling of extremities, hemorrhagic and very painful menstruations. Removal of essure inserts scheduled on (B)(6) 2017. At the time of the report, the events outcome was unknown. The reporter did not provide a casual relationship with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-oct-2017 for the following meddra pt: pelvic pain: n° 4820 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.